Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip was applied to the cystic artery, it did not close fully and so it fell off. The second clip was deployed, the jaws of the applier were closed and approximated, however, the device was difficult to remove from the vessel (clip did not detach from the jaws) and so the second clip was removed when the jaws were released from the vessel. The device was then dry fired repeatedly to see if worked; the firing sequence was `stiff` and not smooth for each clip. All clips were deployed, the orange indicator was shown and the device locked out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. Did the surgeon try to pull the trigger from the handle? No. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? No. How was the device removed? Opened and removed through trocar as usual. Was there any tissue damage? None reported. If so, how was it repaired? Na.